Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with air bubble anomaly. The blood glucose was 117 mg/dl at the time of the incident. Approximate size of air bubbles is customer unable to identify. Air bubbles were noticed by customer was about to change the reservoir and was unable to distinguish if its champaign size or big bubbles. Customer not able to reach the part of transferring the insulin in the reservoir yet. The insulin pump will not be returned for analysis.